Manufacturer narrative:
Product complaint (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Low rectal tumors (lar). What was the specific surgical procedure being performed? Robotic rectal resection. What training did the surgeon and individual firing the device receive? Hands-on training (not on real tissue). What healthcare professional fired the device and what is his/her experience with the device? Or-nurses. The devices are new to them (they are using it since the (B)(6) 2018. The problem with the anastomotic leakage started in (B)(6) 2018). Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Between the middle and lowest part. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. What confirmation was received that the firing stroke was complete? They heard the audible click and the washer broke in two parts. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes, always two fully complete donuts. Was a complete washer transection confirmed? Yes. What was the removal technique for the device? ½ to ¾ opening and than rotate device 90° clockwise and gently pull out while simultaneously rotating the device back 90 degrees. Was a leak test performed in the initial surgical procedure? If so, what was the result? In three procedures the leak test was performed. No air bubbles were detected. In three cases the leak test wasn¿t performed. How many days postoperative did the leak occur? Between 3 to 5 days after surgery. On the posterior side of the anastomosis. How was leak identified? Crp-measurement and after that CT scan of re-operation (laparoscopically). Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak treated? Endosponge or laparoscopic procedure. Were there other contributing factors to the leak to include patient tissue condition? No. What is the current status of the patient? Recovered well.

Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the specific surgical procedure being performed? What training did the surgeon and individual firing the device receive? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? What confirmation was received that the firing stroke was complete? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? What was the removal technique for the device? Was a leak test performed in the initial surgical procedure? If so, what was the result? How many days postoperative did the leak occur? How was leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? How was the leak treated? Were there other contributing factors to the leak to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that since the conversion from a competitive circular stapler to our cdh29a the surgeon experienced an anastomotic leakage after a robot rectum procedure. Leak rate went from 8.1% to 27%. They do not see any differences in the patient mix from before and after the conversion to our cdh29a and they didn¿t change their way of working (pre-, peri- and post-operative).